Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found one other complaint regarding the lot number 10236733 on the same defect. The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information disconnection problem with the pusher. The pusher mandrel is not sufficiently secured in the jj. This resulted in detachment when the operator manipulates the jj in the ureter and pulls it toward them.

Event description:
According to the available information disconnection problem with the pusher. The pusher mandrel is not sufficiently secured in the jj. This resulted in detachment when the operator manipulates the jj in the ureter and pulls it toward them.

Manufacturer narrative:
On the video attached on this complaint, we can see that the stent disconnected easily of the pusher. We already registered similar complaints and we tested several jj vortek. The internal diameter of the jj is out of specification, which explains the disconnection with the pusher. The defect is accepted. According to the informations known quality database was checked and revealed one non-conformy in relation to the describe defect: (B)(4) jj tumor stent out of specifications opened on (B)(6) 2025. This non-conformity was opened following the reception of jj tumorstent out of specification in the complaints process. The root cause analysis is ongoing at this time and actions will follow the results of this analysis. A similar case study was performed based on ureteral stents in vortek range; defect: disconnection issue from (B)(6) 2021 to (B)(6) 2025, 8 similar cases were found. A rmf evaluation was performed based on (B)(4), risk identified (B)(4) (hazardous situation: jj is not compatible with pusher). The evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art level. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.